Event description:
It was reported that the right ventricular lead exhibited an increase in capture thresholds. The lead was capped and replaced during a flutter ablation procedure. The patients condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.